Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery compartment was cracked with intermittent power. It was alleged that the battery cap was unable to be tightened. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/02/2017 with the following findings: a review of the black box showed recurring power on reset events. The returned battery cap and test cap were able to attach securely to the pump but continue to spin. The battery compartment was cracked at the threads to the left of the bumper. All the battery cap contact heights and widths were within specifications. The pump was run for 24 hours and no reboot occurrences occurred. The pump was opened to find no damage to the power circuit and no moisture was found internally. The complaint of intermittent power was unable to be duplicated.